Event description:
An initial event notification was received by united therapeutics drug safety on 08-oct-2025 from accredo specialty pharmacy and forwarded to millyard advanced medical products, llc, on 11-oct-2025. It was reported that despite using fully charged batteries, the patient received an alarm from their remunity system stating that there was not enough charge to run the pump, and they were unable to complete a self test. The patient's caregiver reported that the same issue occurred while using multiple batteries and both remunity pumps. Although the patient experienced an interruption in therapy, they denied having any symptoms at the time of the event. The patient presented to the emergency room on (B)(6) 2025 and was admitted overnight. Replacement pumps were couriered to the patient from the specialty pharmacy. No components or further information related to the reported event have been made available to millyard advanced medical products, llc, for additional investigation.